Event description:
Reference number (B)(4). Event occurred in japan. It was reported that the patient faced bent cannula event on (B)(6) 2026 due to which the patient faced hyperglycemia and diabetic ketoacidosis event. The patient went to emergency room and the patient got hospitalized for 3 days. The blood glucose level was high at the time of the event and got treated with intravenous drip. The patient was tested positive for ketones and the value was 2.3mmol/l. Patient experienced the symptoms of vomiting at the time of the event no further information available.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.